Event description:
On 18 june 2025, a journal article was retrieved from the journal of arthroplasty that reported a study from austria. The purpose of the study was to review outcomes of revision total hip arthroplasty (rtha) and retained femoral stems from both manufacturer compatible and non-compatible and the used of 12/14 titanium sleeve/ceramic head (12/14 biolox option head system). The single site retrospective review and prospective follow-up study reviewed data on two cohorts; 229 rtha included the manufacturer compatible group that underwent primary tha between july 1, 1982 ¿ may 9, 2019; 210 rtha included in the non-compatible group that underwent primary tha between june 15, 1990 -december 20, 2021. Multiple different stems were retained in both cohorts during the rtha; 10 in the manufacturer-compatible cohort and 27 in the manufacturer-noncompatible cohort. Most re-revisions occurred in the first year after rtha, with 29 of 229 (12.7%) in the manufacturer-compatible group and in 24 of 210 (11.4%) in the manufacturer-non-compatible group. There were 14 (6.1%) dislocations in the manufacturer-compatible group (11 of 229 (4.8%) revisions and 3 of 229 (1.3%) closed reductions) and 10 (5.8%) dislocations in the manufacturer noncompatible group (8 of 210 (3.8%) revisions and 2 of 210 (1.0%) closed reductions), but there was no significant distribution of dislocations. The study population had the following mean age at the time of surgery: 59 years in the manufacturer compatible group (age range 50-72) (82 males/147 females); 57 years in the manufacturer- noncompatible group (age range 45-68) (61 males/149 females). Follow-up was conducted @ 1, 3, 5, 10 and 15 years with a mean length of follow-up and minimum 2 years follow-up was conducted. Median follow was 6.6 years (range 4.5-9.3). The study reported in the manufacturer non-compatible cohort 11 aseptic cup loosening and underwent re-revision. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4): a2: age of patient: age range 45-68 years old. D6a: implanted between (B)(6) 1990 and (B)(6) 2021. G2: report source austria. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: simon s, pawlik j, mitterer ja, huber s, dominkus m, hofstaetter jg. Ceramic heads with 12/14 titanium sleeves used on manufacturer-non-compatible retained femoral components do not lead to implant failure in revision hip arthroplasty. J arthroplasty. 2025 feb;40(2):475-479. Doi: 10.1016/j.arth.2024.08.002. Epub 2024 aug 8. Pmid: 39127312.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.¿

Event description:
No further event information available at the time of this report.